Event description:
A customer reported to beckman coulter (bec) that liquid was observed on the floor under their unicel dxc 600i synchron access clinical system. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat and face shield while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the issue was caused by an intermittent failure of the reagent probe a collar wash valve. The fse replaced the reagent probe a collar wash valve to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).